Manufacturer narrative:
Additional information was received on (B)(6) 2019. The devices were explanted and bilateral replacement with mentor smooth round moderate plus profile 600cc saline prostheses was performed on (B)(6) 2019. 2. Is other serious-uncheck 2. Is required intervention-check the mentor failure analysis lab received the device for evaluation on 6/29/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/26/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During visual evaluation, parallel lines of creases were observed on the anterior view expanding to the posterior view. A tear measuring approximately 0.2 cm was observed within the crease on the anterior view of the implant. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation with mentor smooth round moderate plus profile 550 cc saline prosthesis experienced left sided deflation and right sided rippling post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10438 for contralateral prosthesis report.